Manufacturer narrative:
Based on the information provided, there is no indication or allegation that a malfunction of a da vinci system, instrument, or accessory occurred. If additional information is obtained, a follow-up MDR will be submitted. Isi cannot review system logs since the date of the event is unknown. The manuals for the xi, instrument & accessory and the system provide the following warnings: caution: do not apply prolonged energy to an instrument when it is not in contact with tissue. Warning: use the lowest power or effect setting possible for the minimum time necessary to achieve the desired effect. Warning: thermal spread adjacent to target tissue may result in unintended burns to surrounding tissue. Caution: activation of the incorrect instrument activation pedal could result in unintended instrument function, causing tissue injury. Foot pedal activation status bar: the status bars change color depending on the primary (blue) or secondary (yellow) foot pedal states (hover, activation, no actuation). No hover and no pedal actuation detected - black. Hover detected, but no pedal actuation detected - highlight green. Activation of feature assigned to primary pedal detected - associated pedal color. Activation of feature assigned to secondary pedal detected - associated pedal color. Activation status in the 3d viewer: for installed energy instruments, the 3d viewer names the function associated with each pedal, and indicates activation status using highlighting colors. A gray instrument name indicates that an instrument is not associated with a hand control or not ready to activate. A non-gray instrument name indicates that the instrument is associated with a hand control (that is, the instrument is in the surgeon¿s control). Pedal function names are highlighted the associated pedal color (yellow or blue) when activation is available. If the pedal function names are gray, or the associated pedal colors are desaturated, activation is not available. When the surgeon¿s foot hovers (is close to or touching) a pedal pair that is ready to activate, a green highlight appears around pedal function names. When the surgeon presses an activation pedal, the background changes to a solid associated pedal color. Pedal activation behavior: the system can activate only one instrument at a time: pressing a second pedal on a single console makes the first stop firing, and neither can fire until both pedals are released. In dual console mode, if each surgeon controls an activation instrument, the first press of a pedal activates the associated instrument, and other presses are locked out until the first is ended. When the first press ends, a blocked press must be released and re-applied before it is effective. In single and dual console mode, pressing the endoscope control pedal stops all firing (and instrument motion). The system beeps if the surgeon presses a pedal while the instrument cannot be activated.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon accidentally activated the bipolar energy on the force bipolar instrument while on the bowel. As a result, the surgeon decided to over-sew though the surgeon stated there was no burn injury or complication. On 05-february- 2020, while observing an unrelated case, an intuitive surgical, inc. (Isi) human factors engineer (hfe) noted that the bipolar cord was disconnected from the energy generator. When asked by the hfe, the surgeon informed the hfe that "he had disconnected the bipolar cord to avoid accidentally pressing the wrong pedal again to prevent what happened last time." After reporting the event to the complaints group, additional information was obtained by the hfe from the surgeon on 05 march, during which it was determined that during a previous da vinci-assisted surgical procedure of unknown date, the surgeon inadvertently activated the bipolar energy pedal while using a force bipolar instrument on the bowel. As a result, the surgeon stated that he decided to over-sew the site although there was no burn injury, since over-sewing the site is "really easy to do." The surgeon had stated that he usually does not use energy instruments. When he does, he generally uses only one energy instrument in his right hand, or no energy instrument at all. In cases where he used a bipolar instrument in his left hand, he keeps his left his foot on the left foot pedal and "forgets to move his foot" off the pedal. The surgeon confirmed ¿there was no system malfunction," and he acknowledged his error. As a practice, after that incident, his surgical team unplugs the bipolar cord to prevent inadvertent activation of bipolar and plugs it in only when necessary. It was confirmed by the surgeon there have been no reported postoperative complications. Lot, serial number, and UDI are not available since the surgeon involved in the incident does not know the date of the event.